Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned broach corail amt 15 found the reported "bent tip" unconfirmed. The broach was functionally tested with a retained mating broach handle and found to assemble and disassemble with no restrictions and as intended. The trunion of the broach corail amt 15 exhibits scratching and wear indicating previous usages. No evidence was found of product failure and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Broach is bent.